Manufacturer narrative:
The reported complaint was confirmed. The fsr installed new hand cranks and checked operation. Counter clock-wise operation was also checked. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Event description:
The field service rep (fsr) reported that during a service call, he discovered the hand cranks for the roller pump were a discontinued style. There was no pt involvement.

Manufacturer narrative:
This discontinued style hand crank is determined to be a potential hazard per MFR recall. Otherwise, there is no currently alleged deficiency by the customer or fsr of the functionality of these hand cranks.